Event description:
The kit was primed. No noted problems occurred with the kit during priming other than one prime ten alarm, which was cleared without a problem. Extracorporeal photopheresis (ecp) treatment was begun by the reporting nurse. The patient's neostar cvc (red & blue lumens) were used. The cell ex instrument 40158 and kit from lot #z310/344 were used. Treatment proceeded without difficulty until the whole blood processed 1223ml point of the procedure, then "air detected" alarm occurred. Also noted, were sudden large amounts of air in the return line and foamy pink bubbles in the filter rather than the fluid. This indicated an air leak in the kit. The practitioner immediately clamped the patient return line and no air infused into the patient. No blood or fluids were noted on the cellex deck or tubing organizer. The practitioner was unable to determine the location of the leak or where the air was coming from. The kit was aborted with no blood products returned to the patient due to probable non-sterile air in the kit. An estimated blood loss to the patient was 229ml. An emergent complete blood count (cbc) was sent. The patient's hematocrit dropped but was still within ecp parameters. Vital signs remained stable and the patient was asymptomatic. A new kit from a different lot# was primed and the patient was treated with no further problems. The patient remained asymptomatic with stable vital signs that were recorded in continuity. The patient was instructed to report to clinic any unusual fatigue, dizziness, or other unusual symptoms and discharged to home.